Manufacturer narrative:
On (B)(6)2020, ticket numbers csh-19346 and 234905 were generated by the FDA due to acknowledgements issues on establishment registration 3010805625 filings received in before the 30-day filing requirement. FDA has not resolved this issue. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Heating pad is bunched/folded which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges laying against the heating pad and received burns on her left thigh and right buttock. There was not a report of property damage with this incident.

Manufacturer narrative:
On 8/6/2020, ticket numbers (B)(4) were generated by the FDA due to acknowledgements issues on establishment registration (B)(4) filings received in before the 30-day filing requirement. FDA has not resolved this issue. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges laying against the heating pad and received burns on her left thigh and right buttock. There was not a report of property damage with this incident.